Manufacturer narrative:
Bayer case number: (B)(4). Loss of implant [device dislocation] radiopacity was observed, which could correspond to a small essure fragment [device breakage] abscess in the vaginal vault requiring [vaginal abscess] extreme tiredness [fatigue extreme] headaches [headache] hair loss [hair loss] insomnia [insomnia] loss of teeth [loss of teeth] fibromyalgia [fibromyalgia] arthrosis [arthrosis] belly was so bloated that it looked like I was about to give birth [bloating] body is totally poisoned [poisoning] suprapubic pain [suprapubic pain] nausea [nausea] dizziness [dizziness] cannot hold prolonged static postures such as sitting [sitting disability] chronic constipation [constipation chronic] mood has worsened [mood altered] constipation [constipation] irritable [irritable] fever [fever] facial erythema resembling rosacea [rosacea] dry mouth [dry mouth] irritated pharynx [throat irritation] conjunctivas [conjunctival irritation] overall decrease in muscle strength [muscle weakness] decreases osteotendinous reflexes [hyporeflexia] orthostatic intolerance [orthostatic intolerance] mild multiple chemical sensitivity [multiple chemical sensitivity] dysautonomia / motor instability in tandem gait [autonomic nervous system imbalance] endometriosis [endometriosis] the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault [vaginal haematoma] abdominal pain [abdominal pain] right adnexal cystic lesion [adnexa uteri cyst] adenomyosis [adenomyosis] heavy menstruations [bleeding menstrual heavy] muscle pain [muscle pain] dysmenorrhoea [dysmenorrhoea] pain in left iliac fossa / pain in hypogastrium [abdominal pain lower] intolerance to essure [device intolerance] subcutaneous seroma [seroma] nickel allergy [nickel allergy] thermoregulatory dysfunction [body temperature abnormal] diarrhoea [diarrhoea]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('loss of implant'), device breakage ('radiopacity was observed, which could correspond to a small essure fragment') and vaginal abscess ('abscess in the vaginal vault requiring') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 (having her two daughters). Previously administered products included for an unreported indication: 2 iud nos. On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), vaginal abscess (seriousness criterion hospitalization), fatigue ("extreme tiredness"), headache ("headaches"), alopecia ("hair loss"), insomnia ("insomnia"), tooth loss ("loss of teeth"), fibromyalgia ("fibromyalgia"), osteoarthritis ("arthrosis"), abdominal distension ("belly was so bloated that it looked like I was about to give birth"), poisoning ("body is totally poisoned"), suprapubic pain ("suprapubic pain"), nausea ("nausea"), dizziness ("dizziness"), sitting disability ("cannot hold prolonged static postures such as sitting"), constipation chronic ("chronic constipation"), mood altered ("mood has worsened"), constipation ("constipation"), irritability ("irritable"), pyrexia ("fever"), rosacea ("facial erythema resembling rosacea"), dry mouth ("dry mouth"), throat irritation ("irritated pharynx"), conjunctival irritation ("conjunctivas"), muscular weakness ("overall decrease in muscle strength"), hyporeflexia ("decreases osteotendinous reflexes"), orthostatic intolerance ("orthostatic intolerance"), idiopathic environmental intolerance ("mild multiple chemical sensitivity"), autonomic nervous system imbalance ("dysautonomia / motor instability in tandem gait"), endometriosis ("endometriosis"), vaginal haematoma ("the patient experienced a post-surgical complication of an infected haematoma in the vaginal vault"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("right adnexal cystic lesion"), adenomyosis ("adenomyosis"), heavy menstrual bleeding ("heavy menstruations"), myalgia ("muscle pain"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("pain in left iliac fossa / pain in hypogastrium"), device intolerance ("intolerance to essure"), seroma ("subcutaneous seroma"), allergy to metals ("nickel allergy") and diarrhoea ("diarrhoea") and was found to have body temperature abnormal ("thermoregulatory dysfunction"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed. At the time of the report, the device breakage, fatigue, headache, alopecia, insomnia, tooth loss, fibromyalgia, osteoarthritis, abdominal distension, poisoning, suprapubic pain, nausea, dizziness, sitting disability, constipation chronic, mood altered, constipation, irritability, pyrexia, rosacea, dry mouth, throat irritation, conjunctival irritation, muscular weakness, hyporeflexia, orthostatic intolerance, idiopathic environmental intolerance, autonomic nervous system imbalance, endometriosis, vaginal haematoma, abdominal pain, adnexa uteri cyst, adenomyosis, heavy menstrual bleeding, myalgia, dysmenorrhoea, abdominal pain lower, device intolerance, seroma, allergy to metals, body temperature abnormal and diarrhoea outcome was unknown and the vaginal abscess was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, autonomic nervous system imbalance, body temperature abnormal, conjunctival irritation, constipation chronic, device breakage, device dislocation, device intolerance, diarrhoea, dizziness, dry mouth, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, headache, heavy menstrual bleeding, hyporeflexia, idiopathic environmental intolerance, insomnia, irritability, mood altered, muscular weakness, myalgia, nausea, orthostatic intolerance, osteoarthritis, poisoning, pyrexia, rosacea, seroma, sitting disability, suprapubic pain, throat irritation, tooth loss, vaginal abscess, vaginal haematoma and constipation to be related to essure. The reporter commented: ¿I would go to the doctor with all my aches and pains and they would tell me I was crazy. My belly was so bloated that it looked like I was about to give birth, but they would say it was all psychological,¿ said the native, who often felt misunderstood by the healthcare professionals. Finally, she decided to have it removed, but she was not lucky this time either because, ¿although I signed a consent to have my uterus removed if they were unable to extract it entirely, this was not the case, and I had to undergo surgery twice: once to remove the essure and the fallopian tubes, and then again to remove the uterus.¿ but the damage was already done ¿because our body is totally poisoned; it fell apart inside of us and now there is no remedy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2025: upon receipt of follow up argus cases (B)(4) found to be duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, events (device breakage, abscess in the vaginal vault requiring ,suprapubic pain , nausea, dizziness, sitting disability, constipation, mood worsened, dizziness, nausea, irritable, fever, diarrhea, facial erythema resembling rosacea, dry mouth, irritated pharynx, conjunctivas, muscle weakness, decreases osteotendinous reflexes, orthostatic intolerance, allergy to chemical, motor instability in tandem gait, endometriosis, vaginal hematoma, abdominal pain, right adnexal cystic lesion, adenomyosis heavy menses, adenomyosis, dysmenorrhea, abdominal pain lower, intolerance to essure, subcutaneous seroma, nickel allergy, thermoregulatory dysfunction) & relevant information has been transferred to retention case.(legacy device number (B)(4)) case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Loss of implant [device dislocation] . Extreme tiredness [fatigue extreme] . Headaches [headache] . Hair loss [hair loss] . Insomnia [insomnia] . Loss of teeth [loss of teeth]. Fibromyalgia [fibromyalgia]. Arthrosis [arthrosis]. Belly was so bloated that it looked like I was about to give birth [bloating]. Body is totally poisoned [poisoning]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("loss of implant") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (having her two daughters). On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), fatigue ("extreme tiredness"), headache ("headaches"), alopecia ("hair loss"), insomnia ("insomnia"), tooth loss ("loss of teeth"), fibromyalgia ("fibromyalgia"), osteoarthritis ("arthrosis"), abdominal distension ("belly was so bloated that it looked like I was about to give birth") and poisoning ("body is totally poisoned"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed. At the time of the report, the outcomes for fatigue, headache, alopecia, insomnia, tooth loss, fibromyalgia, osteoarthritis, abdominal distension and poisoning were unknown. The reporter considered abdominal distension, alopecia, device dislocation, fatigue, fibromyalgia, headache, insomnia, osteoarthritis, poisoning and tooth loss to be related to essure administration. The reporter commented: ¿I would go to the doctor with all my aches and pains and they would tell me I was crazy. My belly was so bloated that it looked like I was about to give birth, but they would say it was all psychological,¿ said the native, who often felt misunderstood by the healthcare professionals. Finally, she decided to have it removed, but she was not lucky this time either because, ¿although I signed a consent to have my uterus removed if they were unable to extract it entirely, this was not the case, and I had to undergo surgery twice: once to remove the essure and the fallopian tubes, and then again to remove the uterus.¿ but the damage was already done ¿because our body is totally poisoned; it fell apart inside of us and now there is no remedy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: event injury is replaced with new event fatigue. New events headaches, hair loss, insomnia, loss of teeth and implants, fibromyalgia, arthrosis were added. Annex e & f codes are updated accordingly. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Loss of implant [device dislocation] extreme tiredness [fatigue extreme] headaches [headache] hair loss [hair loss] insomnia [insomnia] loss of teeth [loss of teeth] fibromyalgia [fibromyalgia] arthrosis [arthrosis] belly was so bloated that it looked like I was about to give birth [bloating] body is totally poisoned [poisoning]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("loss of implant") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 (having her two daughters). On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), fatigue ("extreme tiredness"), headache ("headaches"), alopecia ("hair loss"), insomnia ("insomnia"), tooth loss ("loss of teeth"), fibromyalgia ("fibromyalgia"), osteoarthritis ("arthrosis"), abdominal distension ("belly was so bloated that it looked like I was about to give birth") and poisoning ("body is totally poisoned"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed. At the time of the report, the outcomes for fatigue, headache, alopecia, insomnia, tooth loss, fibromyalgia, osteoarthritis, abdominal distension and poisoning were unknown. The reporter considered abdominal distension, alopecia, device dislocation, fatigue, fibromyalgia, headache, insomnia, osteoarthritis, poisoning and tooth loss to be related to essure administration. The reporter commented: ¿I would go to the doctor with all my aches and pains and they would tell me I was crazy. My belly was so bloated that it looked like I was about to give birth, but they would say it was all psychological,¿ said the native, who often felt misunderstood by the healthcare professionals. Finally, she decided to have it removed, but she was not lucky this time either because, ¿although I signed a consent to have my uterus removed if they were unable to extract it entirely, this was not the case, and I had to undergo surgery twice: once to remove the essure and the fallopian tubes, and then again to remove the uterus.¿ but the damage was already done ¿because our body is totally poisoned; it fell apart inside of us and now there is no remedy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.